Event description:
A high glucose readings issue with the Abbott Diabetes Care (ADC) device was reported. The customer received unspecified scan result on the ADC device in comparison to unspecified readings on an ADC Meter. The customer noted a vertical trend arrow which indicates rapidly rising/declining glucose levels (more than 2 mg/dl per minute). The customer did not experience any symptoms, but their caregiver provided them with Jubin glucose solution. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to Abbott Diabetes Care has been submitted.